Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), six years post deployment of a 26mm sapien xt valve the patient underwent a valve in valve procedure due to aortic stenosis and regurgitation. Post op echo showed the majority of the regurgitation was resolved and only ¿trace ar¿ was shown on fluoroscopy. The patient was noted to be doing well post procedure. It is perceived that the stenosis and valve regurgitation was caused by leaflet degradation.

Manufacturer narrative:
Medical record review revealed 6 days prior to the planned valve in valve (viv) procedure, a permanent pacemaker (ppm) was implanted. Pre-procedure echo revealed the sapien xt valve was well seated and functioning normally with trivial ar. ¿moderately¿ impaired systolic function and an ef of about 38% was noted. Severely dilated la by indexed volume and thickened but mobile mitral valve leaflets were also noted. No effusion was noted. A viv procedure was performed due to the moderate-severe paravalvular leak of the sapien xt valve. A 26mm sapien 3 valve was successfully implanted in the existing sapien xt valve. The hospital course was uncomplicated and the patient was discharged on postoperative day (pod) 1. Both valves remain implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Although the exact cause of the worsening pvl 6 years post sapien xt valve implant cannot be confirmed, investigation results suggest/indicate in additional to patient co-morbidities, cardiac remodeling may have contributed to the worsening pvl and subsequent viv procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.